Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Name of procedure being performed: ni. Detailed description of event: "I am heading to an account for a meeting this afternoon in regards to some surgeons mentioning an issue with the cd001. I do not know all the details yet, but apparently they told the or director they are not happy with the bag because the bag is leaving particles behind in the abdomen. That is super vague but that is all the information I have currently. I will hopefully have more tomorrow once I meet with [name] (or director)." Additional information received via phone on 24jan2020 from applied medical: [name] , [name] health system manager, called in to discuss this complaint. He stated that this complaint was initially reported by a doctor who works at both [name] . This doctor. [Name] expressed concern with using the inzii due to concerns that it could leave particles behind in the patient. In 2015, [name] had a trial of the inzii system but in q3 2015 choose not to convert due to concerns about the possibility of the guide bead being left behind in the patient. In jan 2016, there was concern expressed about a bead possibly being left behind in a patient. [Name] is currently in legal proceedings for a foreign object being left behind in a case that occurred four years ago. It is currently not confirmed if this foreign object is from the inzii. [Name] initially informed [name] of this complaint because they heard about a foreign object being left behind in the patient from [name]. Additional information received via email on 30jan2020 from applied medical: "as of today, we do not have any information on the status of the event or patient at [name]. The facility has not reached out to us directly and the information we gathered came from [name](not affiliated with the surgery center) in kearney, ne. " patient status: no patient injury. Type of intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to confirm that a product malfunction occurred.

Event description:
Name of procedure being performed: ni. Detailed description of event: "I am heading to an account for a meeting this afternoon in regards to some surgeons mentioning an issue with the cd001. I do not know all the details yet, but apparently they told the or director they are not happy with the bag because the bag is leaving particles behind in the abdomen. That is super vague but that is all the information I have currently. I will hopefully have more tomorrow once I meet with [name] (or director). " additional information received via phone on 24jan2020 from applied medical: [name] , [name] health system manager, called in to discuss this complaint. He stated that this complaint was initially reported by a doctor who works at both [name] . This doctor. [Name] expressed concern with using the inzii due to concerns that it could leave particles behind in the patient. In 2015, [name] had a trial of the inzii system but in q3 2015 choose not to convert due to concerns about the possibility of the guide bead being left behind in the patient. In (B)(6) 2016, there was concern expressed about a bead possibly being left behind in a patient. [Name] is currently in legal proceedings for a foreign object being left behind in a case that occurred four years ago. It is currently not confirmed if this foreign object is from the inzii. [Name] initially informed [name] of this complaint because they heard about a foreign object being left behind in the patient from [name]. Additional information received via email on 30jan2020 from applied medical: "as of today, we do not have any information on the status of the event or patient at [name]. The facility has not reached out to us directly and the information we gathered came from [name](not affiliated with the surgery center) in kearney, ne. " patient status: no patient injury. Type of intervention: ni.